Event description:
It was reported that the patient underwent a 2 level lumbar 360 surgical procedure. It was reported that during tightening of the set screw the retaining driver shattered at the base. All of the broken pieces were removed from the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.